Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0207 delirium/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient began experiencing intermittent signal loss from her continuous glucose monitor (cgm) after placing the sensor on her arm. She reported becoming frustrated with frequently checking her cgm mobile device due to signal disruptions. During one such episode, she did not verify her blood glucose (bg) levels and was asymptomatic at the time. Unexpectedly, the patient lost consciousness. Her husband contacted emergency medical services (ems), who arrived and measured her blood glucose at 35 mg/dl using a bg meter. According to her husband, ems administered medication, though he was unsure of its name. The patient does not recall the events surrounding the cgm during this incident. She was transported to the hospital by paramedics, where she was admitted and treated with IV fluids and an injection. During her hospital stay, she experienced hallucinations. After two days of stabilization, she was discharged home in stable condition. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window on (B)(6) 2025. The probable cause was the transmitter and app were unable to complete a data transfer. No additional event or patient information is available.